Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screws that hold the unit to the cart were broken or completely worn. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screws that hold the unit to the cart were broken or completely worn. The customer ordered a base assembly and confirmed with the remote service engineer (rse) it was the correct part. Device evaluation and repair are pending.